Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that a user experienced low glucose while using the ilet after a factory reset and required assistance to reconnect the ilet to the ilet mobile app, with the cause of the hypoglycemia unclear. Symptoms included hypoglycemia without associated alerts or alarms. Outcomes included treatment with oral glucose. Troubleshooting and education were completed. Investigation included technical support to re-establish device-app communication. Investigation of this case revealed no definitive device malfunction, and the event remained attributed to an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.